Event description:
A medtronic representative reported that, while in a t3-t7 CT spine procedure, the surgeon alleged an inaccuracy. The surgeon stated that two separate pointmerge registrations and 3 surface merge registrations were completed and navigation was used for the entire procedure. The surgeon only navigated the pointer and the 2.25 pedicle probe, checking anatomical landmarks regularly. The surgeon noted not navigating screws or any other instruments. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. Following the procedure, the surgeon showed the medtronic representative how the screws were placed on the t3-7 spine procedure. The surgeon had no complaints regarding navigation, and was not navigating when placing the screws. A medtronic representative, following-up at the site, confirmed there was no screw revision. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.